Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for occipital neuralgia. It was reported that the device went dead. It did not go completely dead but got to their point where it was not holding a charge very long. Over time it was not holding a charge like it used to. The patient had this ins replaced. No further complications were reported.